Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The dilator and guidewire assembly were also received. Functional testing confirmed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal seal; the distal seal had been punctured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn and punctured seals and subsequent leak remains unknown.

Event description:
During the procedure, a blood leak was noted from the hemostasis valve. The device was exchanged and the procedure was completed with no adverse consequences to the patient.